Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed system was experiencing boot up issues. After reviewing log file rse found that there was a communication problem between the host-pc and geo ip. To resolve this issue rse advised the customer to reinstall the geo ipc os. After reinstalling the geo ipc os, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had a bootup/power problem. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.